Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, warnings in package insert, indicate valgus-varus deformity. Wear and/or deformation of articulating surfaces. Following review, no new risks were identified. Literature: goodfellow, john w & o¿connor, john (1986) clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis. Clinical orthopaedics and related research. Number 205; 21-41. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article entitled, "clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis". The article addresses that one (1) patient, whose severe valgus deformity had been corrected to neutral and who was on long-term cortisone treatment, suffered a minimally displaced fracture of the medial tibial plateau three months post-op. There has been no further information provided and the patient's outcome is unknown.